Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a 15-year-old male child patient's infusion set's tubing was detached from the connector on (B)(6) 2023. The same issue occurred in the month of january and february with seven other infusion sets. Moreover, the infusion set had been used for 2 days. Further, the patient replaced the infusion set and insulin was resumed successfully. No further information was available.